Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with an occlusion. A false occlusion alarm possibly occurred. This condition was found in the medician ii area upon power on. The facility representative stated that there was no patient involved and there were no reports of patient injury, adverse event or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. Additional: a service history review revealed that the device has not been previously serviced for the reported condition. Baxter discontinued service and ceased all design related support on flo-gard (B)(4) in the u.s. Region as of (B)(6) 2010. Baxter continues to support the product in the latin america region and will do so until parts remain available. Baxter will continue to collect product complaints but periodic monitoring/trending and analyses of the u.s. Complaints will no longer be required. However, baxter will continue to monitor and report on death and serious injury (dsi) events to assess the impact on patient safety.